Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/16/2015 with the following findings: the keypad was found to be detached from the pump. The contrast and ok buttons were unresponsive. There was a crack in the trace near the contrast button. No contamination was found on the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that keypad buttons were unresponsive as a result of damage to the keypad trace. This report is made based on results of investigation completed on 11/16/2015.